Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to recognize battery, resets, contamination) has been confirmed. As received, the charger was resetting and was unable to recognize and charge a battery pack. The cause of the resets was due to a failure at pld component u1003 and pxa component u104 on the c/a board. The cause for the inability to recognize a battery was due to contamination on the battery pca. The patient reported seeing battery calcification in the battery recess of the connector. The root cause for the u1003 and u104 failure could not be positively identified. The root cause for the contamination was ingress of liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a patient's charger and reported that the charger was unable to recognize a battery and was resetting. The patient also reported that possible contamination was visible in the battery connector.